Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records are unable to be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of four for the same event. Reports one, two, and four are reported on MFR #: 0001032347-2017-00261, 0001032347-2017-00271, and 0001032347-2017-00272.

Event description:
It is reported the patient was in the intensive care unit post coronary artery bypass grafting (CABG) as per normal recovery and was progressing well. The patient coughed and then felt acute pain as if his sternum was not as secure. The patient was returned to the operating theatre on (B)(6) 2017. Upon surgical re-entry, two of the lower plates and bands were found to have come away from the sternum. The bands had come away from the locking device and the plates and screws had torn through one side of the sternum. "The manubrium plate and band had come away with what the surgeon assumes at the time that the other two bands broke." The patient had to have the sternalock 360 system removed and his sternum re-wired and repaired.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The returned screws show signs of normal use. Five of the screws are still locked into the plates. The construct (three plate-band assemblies and screws) were returned and they were visually evaluated. One of the bands was cut; this is likely the band that was implanted in the manubrium and remained intact. One of the other bands slipped out of the locking mechanism. The last band was never locked by the cam. The evidence of the cam never being locked (vs becoming unlocked) is seen in the material deformation on the body of the locking mechanism. The cam was functionally tested by using a tensioner attached to the locking mechanism and actuating the cam against a band. The cam functionally worked by locking onto the band and remaining locked. The before and after material deformation was noted. The band, on the assembly with the unlocked cam, was sheared as intended. This indicated that step three, rotation of the tensioner body, was preformed correctly. During step three the band is sheared and the cam is supposed to be locked. The most likely cause of the cam not being locked is determined to be the t-handle (step 4) was accidently moved upward. This can cause the tensioner to lose its grip on the locking mechanism which could allow the cam to remain unlocked. The sales representative reported that the patient experienced acute pain after coughing. The unlocked band was found in the xiphoid. The patient's cough likely caused this unlocked band to slip out, which then dramatically increased the load on the band placed in the sternal body. The increased load caused the band to slip out of the locking mechanism. The complaint is confirmed as the returned construct has one band that was not locked and one band slipped through the locking mechanism. The most likely cause of the complaint is the t-handle being accidently moved upward causing the cam not to lock. This is report four of four for the same event. Reports one, two, and four are reported on MFR #: 0001032347-2017-00261, 0001032347-2017-00271, and 0001032347-2017-00272.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.this is report four of four for the same event. Reports one, two, and three are reported on MFR #: 0001032347-2017-00261, 0001032347-2017-00271, and 0001032347-2017-00272.